Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient had worn a pod for longer than 48 hours their blood glucose level had rose to 699 mg/dl. The patient reports the pod was found to have dislodged from the infusion site and upon removal of the pod from the infusion site the cannula was found to be bent. The pod will not be returned as it has been discarded.